Manufacturer narrative:
(B)(4).

Event description:
It was reported that during right ventricular lead exhibited noise and low impedance. The lead was explanted and replaced successfully. The patient tolerated the procedure well.